Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s subsequent hospitalization for fluid volume overload. However, currently there have been no allegations nor is there any objective evidence that there was an issue or malfunction with the fresenius cycler associated with the event, fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. Based on all the available information, the patient¿s hospitalization for fluid volume overload can be reasonably attributed to disease process of esrd.

Event description:
On (B)(6) 2024, a call was placed to customer support on behalf of this patient on peritoneal dialysis (pd) for an operational question related to patient in stat drain. During the call, it was stated the patient drained out fluid due to a breathing issue. The patient was advised to follow-up with the on-call pd nurse. In additional follow-up, it was discovered the patient did not complete pd treatment and was admitted to the hospital (the same day) for fluid volume overload. In a subsequent call, the patient¿s pd nurse indicated the patient was experiencing shortness of breath prior to treatment (on (B)(6) 2024) and after initiating pd treatment the patient did a stat drain. The patient reportedly called the on-call pd nurse who advised to go to the hospital resulting in hospital admission. The nurse confirmed the patient had fluid volume overload and received pd therapy in the hospital. Subsequently, on (B)(6) 2024, the patient was discharged home. The nurse confirmed that there were no issues or malfunctions with the fresenius cycler or any other fresenius products in relation to the event. The nurse attributed the fluid overload to underlying end stage renal disease (esrd).

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2024, a call was placed to customer support on behalf of this patient on peritoneal dialysis (pd) for an operational question related to patient in stat drain. During the call, it was stated the patient drained out fluid due to a breathing issue. The patient was advised to follow-up with the on-call pd nurse. In additional follow-up, it was discovered the patient did not complete pd treatment and was admitted to the hospital (the same day) for fluid volume overload. In a subsequent call, the patient¿s pd nurse indicated the patient was experiencing shortness of breath prior to treatment (on (B)(6) 2024) and after initiating pd treatment the patient did a stat drain. The patient reportedly called the on-call pd nurse who advised to go to the hospital resulting in hospital admission. The nurse confirmed the patient had fluid volume overload and received pd therapy in the hospital. Subsequently, on (B)(6) 2024, the patient was discharged home. The nurse confirmed that there were no issues or malfunctions with the fresenius cycler or any other fresenius products in relation to the event. The nurse attributed the fluid overload to underlying end stage renal disease (esrd).